Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery life decrease from 56% to 15% in months. A request was made to have data from this device analyzed. The field representative indicated that there was no need to analyzed the data since tech services said it will a 60 or 62 day explant window. The patients ejection fraction has normalized and there was not explant information at this time. This s-ICD remains in service. No adverse patient effects were reported.